Event description:
It was reported the hydraulic jacks were not functioning to specification.

Manufacturer narrative:
The manufacturer is awaiting additional information from the distributor to evaluate the reported condition. It is unknown at this time, if the alleged malfunction resulted in the stretcher being unable to lower from a high height. A follow-up MDR shall be filed if appropriate.